Event description:
It was reported that during a da vinci-assisted surgical procedure, the connection of the air supply tube broke, and the surgeon determined that some of the broken pieces were not inside the abdominal cavity. The procedure was continue as planned with no reported injury. Intuitive followed up and obtained additional information. The air supply valve was broken. The air supply was not completely insufflating. The customer changed air valve. They exchanged universal seal for new one. Low anterior resection was being performed. Although there was a slight loss of time, they managed to resolve the issue by replacing the insufflation tube. It was not inside the abdominal cavity, so the assistant doctor picked it up from above the abdominal wall. All fragments retrieved. Visual inspection was performed. No additional procedure and no post-operative test was needed. Procedure was completed robotically.

Manufacturer narrative:
Failure analysis found the primary failure of broken seal be related to the customer reported complaint. The seal was found to be broken at the luer fitting. The broken piece was returned with the instrument. The event caused partially or wholly by the user of the device including sample handling.